Event description:
"On (B)(6) 2013 at the (B)(6) hospital of (B)(6) it was reported that during a bypass procedure the cardioplegia side of the hcu 30 base unit 200-240 v serial number (B)(4) stopped cooling and the perfusionist was not able to cool the patient. After several attempts the unit began to cool. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was investigated by a maquet service technician and it was determined that the flow on the cardioplegia side was intermittently restricted. The cardioplegia stop valve was found to be defective and was replaced. The unit was tested to factory specifications and passed all tests. (B)(4)."